Event description:
A feeding tube was in place for 18 months, then the tube had been removed and several short-term balloon replacement tubes had been placed. About 1/2" of the coil from the fastrac was imbedded in the abdominal wall. It appears the tube was probably cut at skin level and allowed to pass. The coil then got imbedded in the abdominal wall. The doctor said it would be surgically removed.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.